Event description:
It was reported that during a pulse field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation a faradrive steerable sheath clear was selected for use. The device was inserted in the left atrium, mapping catheter was inserted and map was made in approximately 10 minutes. After removing the mapping catheter, the physician tried to aspirate the sheath and noticed that it would not suck back. The sheath was removed from the patient and flushing on the table revealed thrombosis inside the sheath. The device was replaced and the procedure was completed successfully. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.